Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope was analyzed and found to have an adapter defect. The endoscope was placed through a friction test using a screening aide to manually rotate the adapter to detect friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and the gears were confirmed to be binding. The camera instrument adapter was removed from the endoscope housing and analyzed and found to have a damaged bearing within the camera instrument adapter as a result of the excessive friction. Additionally, the endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through a friction test using a screening aide to manually rotate the adapter to detect friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and the gears were confirmed to be binding. The camera instrument adapter was removed from the endoscope housing and analyzed and found to have a damaged bearing within the camera instrument adapter shaft as a result of the excessive friction. The endoscope cable integrated connector was visually inspected and found with damaged. The cable-integrated connector exhibited corrosion on the electrical contacts and/or circuit board. Isi followed up with the initial reporter and obtained the following additional information: the issue was identified during the procedure and the ports were placed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting rotating on its own, an investigation is in progress to determine the cause of this reported event. An RMA was issued to the customer requesting to have the 30-degree endoscope returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure (it is unknown if ports were placed on the patient at this time), the 30-degree endoscope was rotating on its own. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: the reporter did not have any additional information about the complaint.